Manufacturer narrative:
Retained samples of the concerned lot number were inspected visually, electrically and mechanically. All electrodes were within limits, no failure could be detected. A photo provided with the complaint shows reddish and blueish dots in an area of the skin identifiable by other markings as having been located underneath the adhesive foam overlapping the conductive gel of the electrode. It is only visible along one edge of the electrode. Despite of several requests for further information we were not able to obtain any. We have been informed by the customer that: "we've being asking several times but without an answer (...)". Based on the information made available, no conclusion can be drawn what might have caused the patient injury. We therefore close the investigation and the report.

Event description:
On (B)(6)2019 a patient was injured during a videolaparoscopy gastroplasty surgery in an unknown hospital in brazil. A monitoring dispersive electrode (model ro21) and an unknown generator were used. It was reported that the patient "arm was completely shaved and the neutral [electrode] well adhered to the skin. The anaesthetist noticed some redness in the side and thought that was some allergic reaction but the redness got worst" due to a photo of the injury provided we were able to determine that the injury are round shaped spots of a skin injury looking like small hematomas located to the foam area at a length of about 7cm. The initial report states that the injury had to be treated "by burn lesion". We are requesting further information on the patient, the skin preparation, the generator, its output and how the injury was treated.

Manufacturer narrative:
Retained samples of the concerned lot number were inspected visually, electrically and mechanically. All electrodes were within limits, no failure could be detected. A photo provided with the complaint shows redish and blueish dots in an area of the skin identifiable by other markings as having been located underneath the adhesive foam overlapping the conductive gel of the electrode. It is only visible along one edge of the electrode. Based on the information provided so far no conclusion can be drawn regarding the root cause of the injury. We are requesting further information on the patient, the skin preparation, the generator and its power setting and how the injury has been treated. We will provide a follow-up report.

Event description:
On (B)(6) 2019, a patient was injured during an videolaparoscopy gastroplasty surgery in an unknown hospital in (B)(6). A monitoring dispersive electrode (model ro21) and an unknown generator were used. It was reported that the patient "arm was completely shaved and the neutral [electrode] well adhered to the skin. The anesthetist noticed some redness in the side and thought that was some allergic reaction but the redness got worst". Due to a photo of the injury provided we were able to determine that the injury are round shaped spots of a skin injury looking like small hematomas located to the foam area at a length of about 7cm. The initial report states that the injury had to be treated "by burn lesion". We are requesting further information on the patient, the skin preparation, the generator, its output and how the injury was treated.